Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported "damage", "pain and deformity", "intracapsular rupture - "linguine sign," no evidence of rupture of the outer shell", implant with features of intracapsular rupture", "fibrous capsule around the implant unevenly thickened to 2-3 mm", "fluid rim in outer quadrants up to 4.3 mm", "numerous reactive lymph nodes in armpit region" through (hammermed distributor). This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, e1, h6.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.